Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient developed a pseudomonas infection and the ins and both leads were explanted on (B)(6) 2018. The date the infection was identified was requested but was not made available to the rep. No known causes of the infection were identified. It was noted the infection has resolved. No device allegations were reported. The devices that were explanted were not returned to the manufacturer due to customer refusal. No further complications were reported or anticipated.